Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.1 year. The acetabular shell, acetabular liner and femoral head stem was revised.

Manufacturer narrative:
Additional devices listed in this report: cat # 500-03-50d, lot # mlew60, description: primary tritanium hemi solidback cup 50mm. Cat # 6720-0435, lot # 39323004, description: size 4 accolade ii 132 deg. Unknown femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that medical records and x-rays were not provided for review due to institutional irb and hipaa regulations at the reporting facility. A supplemental report will be submitted upon completion of the investigation. Not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a trident 0 deg insert 36mm was reported. The event was confirmed. Device evaluation and results: a photograph of the trident 0 deg insert 36mm was provided for review. The rim is heavily scratched and deformed. There appears to be some scratches on the articulating surface as well. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated, ¿patient had mainly bad luck to belong to the small percent category of infectious arthroplasty complications. As such, this pi case is caused by an adverse mix of patient-related and procedure-related factors. There are no device-related factors evident in this case and this pi is not device-related.¿ device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot or sterile lot. Conclusions: the source of the infection could not be determined as insufficient patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
The arthroplasty was revised due to infection. The components were implanted in situ for ~ 0.1 year. The acetabular shell, acetabular liner and femoral head stem was revised.